Event description:
International affiliate reports that approximately two weeks after the devices were implanted, the patient reported to the surgeon with severe low back pain and was re-admitted to the hospital. Images revealed that two spinal rods, lot codes unknown, had pulled out from the screws. Through an open procedure, the rods were removed and reinserted into the patient and secured in place.

Manufacturer narrative:
The rods were removed and reinserted into the patient and secured in place. Review of the device history records could not be performed as the lot codes are unknown. No definitive conclusions can be made at this time. However, forces placed upon the rods in situ may have caused or contributed to the event.

Manufacturer narrative:
Complaint trend analysis found no other complaints have been reported for this catalog number.